Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that no capture could be confirmed for the left ventricular (lv) lead on the electrogram. The lv lead remains in use and will continue to be monitored. The patient was enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.